Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The archive from the procedure was sent to medtronic for evaluation. It was noted that the archive did not have a registration pattern on it. It was noted there was a slight "stair-stepping" pattern towards the top of the anatomy on the 3d model. The scan was noted to be 160 slices, contiguous and in an axial orientation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the surgeon was unable to pass registration. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. No additional information was provided.